Manufacturer narrative:
Title comparison between ligasure¿ and harmonic® in laparoscopic sleeve gastrectomy: a single-center experience on 422 patients. Source journal of obesity. 5 pages (no pagination), volume 2019, article ID 3402137. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2009 and december 2017, the study was to retrospectively compare intraoperative performance, post-operative results, clinical outcomes of harmonic scalpel (hs) and ligasure (ls) during laparoscopic sleeve gastrectomy (lsg) procedures. Data from 422 morbidly obese patients undergoing lsg from january 2009 - december 2017 were reviewed. Patients were divided into two groups (hs and ls), and 225 were included in the ls group. Intraoperative complications reported include: staple line bleeding = 58, clips = 45, absorbable hemostat=20. By this point of view, all bleedings were managed conservatively except for 2 cases in the ls group.